Event description:
The plaintiff alleges that while working as a dentist plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff also alleges that in 2000, following a skin test, plaintiff was diagnosed by a dr, as being allergic to latex. Plaintiff further alleges that plaintiff has become sensitized to latex, and is now subjected to increased health risks. Furthermore, plaintiff alleges that as a result of this sensitization to latex, plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Finally plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering, economic loss, past and further medical expenses, mental pain and anguish.